Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent system was used during a procedure on (B)(6), 2011. According to the complainant, the patient had gastric outlet obstruction and gastric antral carcinoma. The patient had a stricture due to the malignancy in the second portion of the duodenum. The stricture was approximately 5cm in length. The lesion was dilated prior to stent placement with a biliary balloon dilator. The stent system was then advanced over a guidewire and the sheath was withdrawn to deploy the stent. However, prior to exceeding the deployment limit marker band, the stent "jumped out" into the incorrect location. The stent was left implanted within the patient. The procedure was completed by implanting another wallflex enteral duodenal stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
Only the stent delivery system was received for analysis; the complainant indicated that the stent was left implanted within the patient. A tactile examination of the delivery system noted kinks along the length of the clear section of the outer sheath. During a functional evaluation, no issue was noted with the movement of the outer sheath. An examination of the stent holder found no anomalies. An examination of the inner shaft noted kinks, which were consistent with the kinks noted on the other sheath. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the performance of the device was limited likely due to anatomical/procedural factors encountered during the procedure. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent system was used during a procedure on (B)(6) 2011. According to the complainant, the patient had gastric outlet obstruction and gastric antral carcinoma. The patient had a stricture due to the malignancy in the second portion of the duodenum. The stricture was approximately 5cm in length. The lesion was dilated prior to stent placement with a biliary balloon dilator. The stent system was then advanced over a guidewire and the sheath was withdrawn to deploy the stent. However, prior to exceeding the deployment limit marker band, the stent "jumped out" into the incorrect location. The stent was left implanted within the patient. The procedure was completed by implanting another wallflex enteral duodenal stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
The device component (B)(4) relates to the device problem (B)(4) and (B)(4) for the reported event of stent prematurely deployed and stent positioning issue. The delivery system of the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.